Event description:
During a pre-shift inspection, it was reported that the device lost power despite having fully charged batteries. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation thru functional and performance testing. The device was returned to the customer for use. A conclusive cause for the reported problem could not be determined.